Event description:
It was reported that the bd discardit¿ ii syringe experienced foreign matter within the fluid path. The following information was provided by the initial reporter: noticed pieces of plastic in the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-dec-2022 h6: investigation summary a device history record review was performed for provided material number 300296 and lot number 1910108. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, the physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, particles were observed within the syringes. We have concluded that the observed particles are composed of the slip agent used in the manufacture of this syringe product. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant. The most restrictive food additives regulations from different countries allow a maximum level of 0.2 % of lubricant. The specification for the quantity of lubricant used in the barrel of bd two-piece syringes is below this limit. A toxicologic material risk assessment for the slip agents used in bd discardit ii 2-piece syringes indicate an extremely low to negligible risk of adverse effect in this clinical application. Based on the evaluation conducted, it is concluded that the reported white particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices. See h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe experienced foreign matter within the fluid path. The following information was provided by the initial reporter: noticed pieces of plastic in the syringe.